Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was not able to go through the superior vena cava. With so much resistance and trial, the lead was finally able to push through however, the was no sensing and capture. The physician repositioned the lead into the mid septum and capture was still unsuccessful. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.

Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found which is consistent with procedural damage.